Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a slide clamp will not power on although it will open the door. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of 'slide clamp will not power on the pump, although it will open the door' was verified. Evaluation determined a failing upper latch switch was the cause. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.